Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device's screen was damaged and clinical info was unable to be seen. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.